Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a prolonged period of unresponsiveness to sedation following the implant procedure. As a consequence, a nasogastric tube was used to administer sinemet. The patient ultimately was admitted to the hospital for continued monitoring. The implantable pulse generator (ipg) remains implanted ant the patient has been reported as fully recovered.